Event description:
It was reported to boston scientific corporation that a radial jaw pulmonary single-use biopsy forceps was used during bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, while withdrawing the device from the endoscope, the jaws could not be closed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Functionally, the jaws were able to be opened and closed without issue. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
Additional information: no device damage or anomalies were noted. Additionally, biopsies had been collected with this device prior to the alleged failure. The procedure was completed with this radial jaw pulmonary single-use biopsy forceps device. Furthermore, no difficulty or resistance was encountered while removing the device from the scope.